Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No information provided to date after calls to customer 07/28/22 and 08/03/22. Unique identifier:(B)(4). Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and the case was completed. There was no patient injury.